Event description:
The generator and lead were received following the patient¿s having an explant for a MRI scan and an epilepsy surgical procedure needed. During product analysis, low impedance was seen in the generator data. The low impedance was seen post explant, however as the impedance went from a low impedance value to a second low impedance value the first date of low impedance is unknown. Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.896 volts, and the memory locations on the generator indicated that 74.214% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead. Note that the negative electrode was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. No other relevant information has been received to date.